Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site location was abdomen. The location of detachment was between tubing and cannula connection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.